Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on 06/14/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2011 with the following findings: a review of the pump history indicated that "loss of prime" warnings had occurred, which was duplicated during testing. During evaluation, the force sensor assembly was found to be damaged, and the force sensor was found to be out of calibration.

Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed that the force sensor was out of calibration, and the force sensor assembly was damaged. This report is being made based on results of evaluation.